Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-mar-2024, the patient reported infusion set tubing detached from connector which led to high bg noticed as 348 mg/dl. No further information available.